Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot, broken battery tube thread and reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.

Event description:
The customer reported via phone call that the insulin pump was broken and new cap did not screw into the insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer also stated that the battery compartment was damaged. The customer was advised to discontinued the use of insulin pump. The insulin pump will not be returned for analysis.